Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. The broken strands stuck out at the wrist. Other cables at the wrist were not damaged. Failure analysis also observed various scratch marks at the distal end of the main tube with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken cable and/ or the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on a pk dissecting forceps instrument. No fragments fell into the patient. There was no allegation of harm or injury to a patient.